Event description:
Product: digital blood pressure monitor, (B)(4) model: 271245, serial #: (B)(4) distributed by (B)(6) manufactured by omron. This defective product has been giving me false readings for blood pressure for the last several months. My md finally had me bring it in to calibrate with his equipment, and it was found to be faulty and providing falsely low readings. I have been under the care of several physicians over the last 3 years for hypertension, and mistakenly thought it was under control due to these false readings. I contacted the MFR and they refused to replace the product, only saying they would repair it. (B)(6) was contacted to no avail also. Both parties were not concerned in the least regarding the defective product and did not ask me to send it in. Omron and (B)(6) both showed no interest in investigating the matter in any way, which was quite shocking and concerning to me.